Manufacturer narrative:
(B)(4). D10: pn: 00598003702 ln: 63235859 st prc tib plt size 4. Suggested component code: mechanical (g04): femur. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 10 years post implantation due to a motor vehicle accident which caused a fracture of the distal femur. Attempts to obtain additional information have been made; however, no more is available.